Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified antibiotics for the event. The cause of peritonitis, hospitalization and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide additional information.